Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out and to provide a correction to the initial. The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device is within standards and the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video telescope had a green image. The issue was found during preparation for use for a therapeutic procedure that was completed with another device. There were no reports of patient harm.